Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, the cause for the aortic rupture cannot be determined; however, it may be due to patient factors. Other potential contributing factors are unknown as limited clinical information was provided. There was no allegation or indication a device malfunction contributed to this adverse event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our (B)(6) affiliate, after successful deployment of a 29mm sapien 3 valve, a pericardial effusion was observed on echo (tee) post evaluation. An aortic rupture was noted. The patient was converted to an open-heart procedure to drain and fix the aorta.

Manufacturer narrative:
Additional information was provided. The aortic rupture was located at the posterior ascending aorta. The patient recovered from the procedure; however, expired 9 days post procedure from heparin induced thrombocytopenia (hit). The native annulus area measured 450mm and was mildly calcified. Per report, the cause for the aortic rupture was fragility due to radiotherapy and calcium. In this case, per report the cause for the aortic rupture was due to patient factors (fragility due to radiotherapy and calcium).

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.